Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the screen was white with no display. There was no patient or user harm reported.

Manufacturer narrative:
(B)(6) 2018. (B)(4) customer support recommended a replacement of the printed circuit board assembly. No parts were returned for evaluation, therefore a root cause could not be established.